Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Low anterior resection. What healthcare professional fired the device and what is his/her experience? Consultant and at least 8-10 years of experience. Was the device difficult to fire? No. Did the healthcare professional confirm a complete cutting washer? Yes. Where in the green gap setting scale was the indicator located prior to firing? Yes. Did the healthcare professional wait 15 seconds and then retighten prior to firing? Yes. What is meant by ¿complete breakdown¿? It means the anastomoses is not complete and result in leak. How was the breakdown of anastomosis identified? Surgeon perform a leak test after patient present with symptoms. How was the breakdown of the anastomosis addressed? Hand sewn anastomoses. Were there any issues with staple formation throughout patient¿s care? Yes. What is the current patient status? Discharge. Is the device available for return? No.

Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience? Was the device difficult to fire? Did the healthcare professional confirm a complete cutting washer? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds and then retighten prior to firing? What is meant by ¿complete breakdown¿? How was the breakdown of anastomosis identified? How was the breakdown of the anastomosis addressed? Were there any issues with staple formation throughout patient¿s care? What is the current patient status? Is the device available for return?

Event description:
It was reported that during an unknown procedure, anastomosis leak was seen with the device and raised concern over stapler integrity, even though donut is complete. There was an anastomosis leak within post op 5 days. Hand sewn anastomosis was used.